Event description:
Medtronic received information that 30 months following the implant of this bioprosthetic valve, the valve was explanted due to high gradients. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets had been excised post-explant. Brown discoloration along the aortic wall was suggestive of prior hemorrhage or blood accumulation. All commissures had been excised with the leaflets. Traces of pannus were observed on the inflow of the sewing ring. Remnants of pannus remained attached to the tops and sides of the of the non-coronary left and left right stent posts extending partially to the tops of the commissures. Radiography showed no evidence of mineralization in the existing valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(4).